Event description:
It was reported that medfusion 4000 pump, force sensor error/top case cracked. No patient involvement reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal intact. Top case corners chipped, bottom case tabs broken, cracked right plunger case, broken l-bracket back plate. Upon inspection, force sensor bridge test, force sensor bgnd test found in ehl. Based on technician's experience with issue, the issue occurs intermittently. It was due to force sensor and plunger cable no longer operates properly. This was the result of normal wear as the device was 10 years old. Root cause is from normal wear, replaced force sensor and plunger cable. Replaced top case. Performed power up process, pm and all functional tests which passed.

Event description:
Additional information received, incident did not occur while in use with a patient. No adverse event.